Event description:
A relative reports that his daughter underwent cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively, the pt experienced blurry vision. The pt reports that the physician indicated the original crystalens implant was defective and needed to be removed. The lens was exchanged for the same diopter crystalens and the pt's vision improved. Additional info was provided by the physician who reports that one day postop, the lens was observed in the z position, with one haptic anterior. The patient's preoperative bcva was 20/40, and mrse was -3.50 + 1.00 x 040. A lens repositioning was attempted, but was not successful and the lens was removed and replaced with another crystalens and a suture was placed. Prior to the lens replacement, the patient's bcva had improved to 20/25, however, mrse was -3.25 + 2.00 x 010. The patient's prognosis is reported as good.

Manufacturer narrative:
Root cause: according to the physician, the likely cause of the event was attributed to the nasal hinge of the iol, which causes anterior vault in its natural position.